Event description:
It was reported that a pump alarmed for a system error 322. No patient injury was reported and no add'l info could be obtained.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When completed, a supplemental report will be submitted.